Manufacturer narrative:
Isi received the permanent cautery hook instrument associated with this complaint and completed its investigation. Failure analysis (fa) confirmed the reported issue ¿ knuckle on cautery shorted and was smoking. Fa removed one side of the clevis ear and found the instrument had a broken conductor wire at the weld joint of the yaw pulley. The silicone potting appeared to be compromised and the conductor wire was thermally damaged around the weld location. Any material missing was likely thermally induced rather than mechanically induced. Additionally, the instrument was found to have thermal damage of the monopolar yaw pulley and black char marks. Based on the information provided, this complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, the permanent cautery hook instrument smoked and had conductor wire damage with no evidence or claim of user mishandling or misuse. Although, no patient harm was reported, if the malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure the permanent cautery spatula shorted and was found smoking. Intuitive surgical, inc. (Isi) followed up with the hospital employee to obtain additional information. The reporter could not confirm if surgical ports had been placed when the issue was identified. A back-up instrument was available for use, and the surgeon was able to proceed with the procedure as planned. A review of the system logs found that the instrument was used during the procedure.